Manufacturer narrative:
The hardware investigation of the returned battery found that the reported event was related to an electrical issue. The battery measured 1.1 volts. The battery pack was installed on a test system and with uninterruptible power supply (ups) to charge the battery. The test ups system would not turn on due to the battery pack not taking a charge. The tester was unable to run load test due to the electrical issue with the battery. The reported event was confirmed.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the mobile view station (mvs) uninterruptible power supply (ups) battery was not holding a charge. The mvs ups battery cartridge was replaced. The system was tested, and performed to expectation. The mvs remained on using ups power for greater than 4 minutes. The ups battery cartridge has not been received by the manufacturer for evaluation. An electrical failure mode was confirmed, with the root cause being the ups batteries. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was powering down after a shorter period of time than expected when unplugged from outlet power. There was no patient present when this issue was identified.